Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger will not recognize batteries) was confirmed. As rec'd, the charger reset and did not recognize a battery. Upon eval, the u13 (8-bit cmos flash micro-controller) component was shorted on the bedside board. The cause for the resets is the shorted u13 component. The root cause for the shorted component cannot be positively identified. No adverse event resulted from the shorted u13 component. The pt was issued a replacement charger/modem.

Event description:
The daughter of an (B)(6) male pt contacted zoll customer support to report that the pt's battery charger was not recognizing the batteries. The pt was issued a replacement charger/modem.